Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be due to a shorted diode, designator cr9. The shorted diode caused the sw_vb to ground line to short which led to fuses f2 and f4 of the power pcb assembly to blow.

Manufacturer narrative:
Physio-control has evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device will no longer power on. There was no patient use associated with the reported issue.